Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a check up visit and there were some matters seen which were unexplainable. The ins was turned off and did not collect data. There was a loss of stimulation. The tension of the ins was increased from 2.85 in april to 2.91 in hd now. It was noted that the impedance measurements were within normal range. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the event was the parity power on reset 0x400 (por). The actions taken to resolve the event was interrogation and re-programming. The event resolved. This was confirmed by the health care provider.